Manufacturer narrative:
Received one used 200cc evacuator with a flat drain tubing attached only. A white flat drain tubing was also received and it was noted that it was disconnected from the drain tubing. The drain tubing had a suture on it near to the part where the flat drain had been disconnected; gauzes are attached to the drain tubing. The clear tube was sutured (1.59) inches from the connection with the drain. Per visual evaluation, it was noted that the round drain tubing was disconnected from the white flat drain, the disconnection occurred on the junction of the white flat drain to the round drain tubing (inside the white drain). It was also noted that the round drain tubing had a mark of the molding process, no damages or other manufacturing defects were observed on the returned sample. Per dimensional evaluation, the drain was cut and measurements were taken with an electronic measurement vision system: external diameter in x = 0.1938¿ (per specification under dwg760975 is 0.193¿±0.006¿). External diameter in y = 0.1940¿ (per specification under dwg760975 is 0.193¿±0.006¿). Average xy= .1939¿. Wall thickness = 0.042¿ (per specification under dwg760975 is 0.039¿ ±0.005¿). The clear tube dimensions were found to be within specifications. The complaint was confirmed as for the reported event as manufacturing related. The lot number is unknown; therefore, a device history record could not be reviewed. The instruction for use states the following precautions: " additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on ((B)(6) 2016), during a laparoscopic cholecystectomy, the drain tube was placed in the patient's right abdomen. Five days later, while the doctor was removing the tube, it was alleged that the device broke leaving a broken fragment remaining in the patient. The remaining drain tube fragment was surgically removed. The patient recovered.